Event description:
The facility reported an infusion pump when an overinfusion occurred during biomed testing. The biomed engineer at the facility reports that the pump is tested at 200 ml per hour, with the expectation that between 19 and 21 ml would be delivered in six mins. In this case the pump delivered 21.76 ml in the six minutes.